Event description:
Customer reported unexpected negative reactions for antibody screen and antibody ID on a patient sample containing anti-e when tested on the echo. No transfusion reactions were reported as a result of these negative reactions.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen(3), lot r054 and capture-r ready ID (crrid), lot id118, respectively. These lots were used by the customer at the time of the event. Due to limited sample volume, the submitted plasma sample was tested with selected e+ and e-;lu(a+b+) reagent red cells in manual capture with retention crrid, lot id118.the sample was nonreactive with all cells tested.the sample was tested with selected e+ and e- red cells from retention panocell-16, lot 30574, using immuadd as the potentiator. A room temperature incubation was included. The sample was nonreactive in all phases of testing.